Event description:
On (B)(6) 2009, the patient reported that about 1 month ago, she had an issue with 2 different insulin infusion sets. She stated that on one set the luer lock came off completely and the other luer lock is "hanging by a thread." She is unsure how this happened and could provide no further details. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.